Event description:
The customer alleges that the connector broke off. No patient injury reported.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and there were no issues found that could have contributed to the reported failure. The device was manufactured according to release specification. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the connector broke off. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report.